Event description:
It was reported that the implantable cardioverter-defibrillator exhibited non-sustained right ventricular oversensing due to post-sensed t-wave oversensing. No resolution was taken. The patient was stable.